Event description:
The customer alleged the lift made sparks. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Upon inspection, the technician found the control unit was sparking due to a missing extension cable. The field service technician replaced the control unit with extension cable to resolve the alleged issue. The technician performed functional, visual, and audible tests per the service manual to verify the lift functioned as designed. The electrical parts of hillrom lifts are compliant with iec 60601-1 medical electrical equipment - part 1: general requirements for basic safety and essential performance which applies to the basic safety and essential performance of medical electric equipment and medical electric systems. Even though all hillrom lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, hillrom states in the periodic inspection manual for liko mobile lifts 3en371001 rev. 5 under section 8: verify that all cables are properly inserted. Re-insert if uncertain. In the instruction for use for uno 102 lifts 7en150104 rev. 9 states, under assembly: a. Connect the extension cable for the charging cable to the control box. B. Insert the extension cable in the tension clip underneath the control box. C. Connect the charging cable to the extension cable. If the instruction as outlined above are followed it is unlikely for an injury to occur due to this error. The reported event did not result in a serious injury however, if the reported malfunction were to recur, it could contribute to a serious injury or death if the malfunction were to recur. Therefore, hillrom is conservatively reporting this complaint.